Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had power error and patient was hospitalized on (B)(6) 2018 due high blood glucose. Blood glucose at time of hospitalization was 600 mg/dl and current blood glucose is 398 mg/dl. Customer stated that insulin pump was delivering insulin but it was going into the body. Customer decline to troubleshoot. Customer stated that she doesn't have supplies ad has been able to order them for a while. Customer stated that there is also physical damage on pump, reservoir lip on insulin pump broke off and she glued it back on. Customer was wearing the insulin pump at time of hospitalization. Customer stated that the internal power source in the insulin pump is unable to charge. Customer previously called to report power error detected. Customer stated that power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.